Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the lower counterpart of the jaw is broken off. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause is attributed to applying excessive force while grasping and manipulating tissue / suture, or when applying excessive leveraging forces.

Event description:
It was reported that the lower counterpart of the jaw is broken off. There was no harm for patient, operator or third party. No further information received.